Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. The device image was downloaded and revealed the device could not communicate with the programmer, there was no telemetry, and no output on the device. Further investigation revealed the device was in backup mode and was caused by code corruption, but the source is unknown. Additional information was requested from the field regarding whether the device was exposed to any electromagnetic interference (emi) sources as the cause of the backup mode, but the information was not available. After installing a new battery and re-loading the product code, the pacer was tested under nominal settings exhibiting normal functionality. Total projected longevity based on estimated settings is 12.89 years; implant duration is 12.84 years which is within the expected range and it is considered normal battery depletion. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.

Event description:
During a follow-up, the device could not be interrogated. Session records indicate the device was in backup vvi mode potentially due to normal battery depletion. The device was explanted and replaced. The patient was stable with no adverse consequences.